Event description:
It was reported an expired viperslide lubricant was used knowingly. The case was successful. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
H6: codes 4118, 3233, 11 no longer apply. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported improper or incorrect procedure or method - use after expiration appears to be related to user error. In this case, it is likely that the reported issue is due to intentional use of expired product. Per complaint details, "it was reported an expired viperslide lubricant was used knowingly." The viperslide instruction for use (IFU), in the storage and handling section, states: ¿use the lubricant prior to the expiration date on the shelf carton label and the individual lubricant bag label.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported an expired viperslide lubricant was used knowingly. The case was successful. There were no patient complications as a result of the event. The patient was in stable condition.